Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This issue was further described as, ¿during the filling of the balloon, the balloon collapsed, and the solution spread out of the diffuser¿. The bladder rupture occurred while filling the device prior to patient use. There was no patient involvement. No additional information is available.